Event description:
During a surgical procedure while using the halo pks cutting forceps, the ratchet locked up and the instrument would not stop coagulating inside the patient, a second device was used to finish the case without any problems.

Manufacturer narrative:
The complaint of the device being able to coagulate by itself has been confirmed. Analysis has found that the handle halves were not properly assembled together. This prevented the coagulation button from releasing off of the electrical contact switch which allowed the device to remain on, or in the coagulation mode. Operations is aware of the failure mode and will monitor the manufacturing process.